Manufacturer narrative:
This report is being filed to correct the implant date.

Event description:
It was reported that during a routine follow up the device triggered safety mode. The device was thus explanted and was expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up the device triggered safety mode. The device was thus explanted and was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was expected to be returned. Should the device be returned analysis will be conducted and this investigation will be updated.

Event description:
It was reported that during a routine follow up the device triggered safety mode. The device was thus explanted and was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device was confirmed to have undergone a reset which resulted in the reversion to safety mode operation. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Manufacturer narrative:
This report is being filed to update the initial reporter information and implant date.

Event description:
It was reported that during a routine follow up the device triggered safety mode. The device was thus explanted and was expected to be returned. No additional adverse patient effects were reported.